Manufacturer narrative:
On 09/26/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The site reported that the "windows error message" popped up, they re-booted and continued. Reported issue could not be replicated. System performed as intended. On 10/10/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated.

Event description:
A site registered nurse (rn) reported that upon imaging system boot up, the mobile view station (mvs) displayed a windows error message (particular error message unknown) and requested that the user logs error with windows. The user declined, resulting in an automatic mvs re-boot. The imaging system then appear to be fully functional. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.